Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was in a car accident and had blacked out. The patient's device was checked while in the hospital and the lead numbers and pacing thresholds were stable and normal. The presenting electrogram (egm) showed normal device operation with atrial pacing and ventricular sensing at the lower rate limit of 70 beats per minute. It was noted that there were several stored pacemaker mediated tachycardia (pmt) episodes over the last 72 hours. The root cause of the patient's syncopal episode was not confirmed. No additional adverse patient effects were reported.